Event description:
It was reported that the patient felt their implantable neurostimulator (ins) was protruding more because of weight loss. About 4 months later it was reported that the patient had received a new antenna that helped a bit with the recharging issue, but not really. His healthcare provider (hcp) determined that the ins had slipped in his back and was moving around in the pocket. He was still having recharging issues as a result. His pain had increased as a result and it was a 10 or a 12 on the pain scale. The patient was waiting for a referral from his hcp to see a different hcp for a revision. In the meantime, his hcp suggested that the patient meet with a local manufacturing representative (rep) to see if programming could address the pain. The patient declined receiving help walking through how to increase stimulation because he had no batteries in the patient programmer (pp) and he would rather do it in person so that he could be reprogrammed to address his pain as well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. (B)(4).